Event description:
It was reported that the patient's leadless pacemaker had inappropriately reset during firmware upgrade due to telemetry break. The device was reset to nominal settings and telemetry was restored. There were no patient consequences.